Manufacturer narrative:
Na.

Event description:
A nurse complained of high inr results from a coaguchek xs meter serial number (B)(4) compared to the laboratory results using the dade innovin method. On (B)(6) 2018 between 7 and 8 am, the result from the meter was >8.0 inr with a laboratory result of 4.5. The strip lot used for the meter result was requested but was unknown. On (B)(6) 2018 between 7 and 8 am, the result from the meter was 4.5 inr with a laboratory result of 3.0. The strip lot used for the meter result was 29494711 with an expiration date of 30-sep-2019. The specific time of each result was not provided but it was stated that the results were within 1 hour of each other. The patient's therapeutic range was 2.0 to 3.0 inr. On of (B)(6) 2018, the patient's hematocrit was 26.6%. Based on the meter result of >8.0 inr on (B)(6) 2018, the patient's coumadin was withheld for 3 days. There has been no overlapping heparin therapy, the patient does not have antiphospholipid antibodies, and is not on direct thrombin inhibitors. The patient has no new medications and no changes in diet or illnesses. The patient had been bruising easily, but no medical attention was required for the bruising. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This medwatch will cover the unknown strip lot. Refer to medwatch with patient identifier (B)(6) for information on strip lot 29494711.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.